Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Review of logs was unable to verify any recognition failures. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had tissue sticking when sealing. The blade of the instrument was broken. The user completing the procedure as planned using a backup vessel sealer extend instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. Followed up with the surgeon and obtained the following additional information: tissue was adhered to the instrument. The instrument was in use for 35 minutes prior to the issue. There was no bio debris build-up prior to the interaction where sticking was observed. The tissue that was adhered was planned to be removed as part of the procedure. There was no blood transfusions administered due to this event. The procedure was completed robotically with no fragment fall into the patient.